Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during preparation for use prior to a gastroscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.